Event description:
Caller reported that a cartridge was damaged. There was no adverse impact to the customer¿s blood glucose level reported. Customer was able to change the cartridge and resume insulin therapy successfully.